Event description:
Post cvs patient had a central line changed to accommodate dialysis line connection. During the change of line, the catheter sheared and the dual lumen introducer sheared off. FDA safety report ID (B)(4).